Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual & microscopic inspections revealed that the main coil was kinked/bent, stretched and broken. The coil delivery wire was also kinked, likely due to handling. Functional testing revealed that the main coil was physically detached from the delivery wire and had to be advanced/removed through the introducer sheath with a mandrel. Additional information indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. Due to some procedural/anatomical factors encountered during use, it appears that the main coil became damaged during advancement. Based on the information currently available, it appears that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil was broken. No consequences to the patient were reported.